Event description:
Patient presented with redness, swelling and oozing for approximately 2 months. He had been seen for this by an outside facility. It is not known what treatment, if any he received from them. He presented to our neurosurgery office. A significant amount of time was spent with the patient. It was ultimately decided to remove (vs. Replacing) the pump. This procedure was scheduled. The day before, he was in significant pain and presented to our ed. It was decided to admit him for pain control with device removal the next day. This was done successfully with multiple specimens and fluid samples taken. The patient was seen by infectious disease and plastic surgery. Plastic surgery felt the viability of the involved skin is questionable; however, it was decided to re-evaluate after he has finished his antibiotic treatment. He was discharged home a few days later with a PICC for IV vancomycin and home health services. Three days later, infectious disease was notified that the cultures showed coagulase-negative staphylococcus, sensitive to ancef. His catheter tip was positive. His antibiotic was changed to oxacillin. He received his first dose of this the day the cultures were received.